Event description:
A steris service technician reported that during the startup of the reliance vision single chamber steam exited the unit causing the fire alarms to go off and fire department to arrive onsite. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The steris service technician stated that when he turned the steam and water valves to start a cycle, the water hit the steam coil in the chamber exhausting steam from the washer. The technician found that the steam valve was manually activated at on which allowed steam to enter the chamber. The technician manually activated the steam valve to off and found the unit to be operational.